Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "sensor not found" message after 8 days of sensor wear and was unable to obtain readings. As a result, customer experienced a loss of consciousness and had contact with an hcp who administered intravenous glucose and provided a peanut butter sandwich and glass of milk for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.